Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. Resistance was not noted while advancing the device to the lesion. It was reported that during negative pressure, blood showed in the non-medtronic indeflator. It was detailed that the device was inside the patient while negative pressure was being performed. The balloon leak occurred while the device was in the patient. The leak occurred on the first inflation. No inflations were performed prior to the issue occurring. There was not much blood loss. The device was not moved or repositioned while inflated. Image analysis: one still image was provided for review of a solarice shelf carton. The lot and size in the image provided match reported lot and size on gch. Complaint cannot be confirmed from the image provided. Facility address added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one solarice coronary balloon catheter to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that during negative pressure blood showed in the indeflator. The patient is alive with no injury.

Manufacturer narrative:
Additional information: phone number and post code provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.